Manufacturer narrative:
Device evaluated by MFR: at this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. The issue was with 3 circuits and two patients (it occurred repeatedly on one patient). Please see (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."

Event description:
It was reported to vyaire medical that the secure connections on the wet side of the 29028-003 boxed patient circuit assy, 3100a, 850s disconnected while a patient was attached and being ventilated. This caused loss of pressure and stopped delivery. End user manually ventilated the patient until the circuit was changed.the customer confirmed that there was no patient harm associated with the reported event."